Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm during rewind. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 9/7/2023 there were fourteen (14) pump error 38 alarms (between 08:08:18 and 11:41:34) that occurred. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor, and corrosion was found on the motor home switch. Pump error 38 alarms are due to a corroded motor home switch. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained serial number label, broken belt clip rails, pillowing keypad overlay, cracked battery compartment, and broken battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Pump error 38 alarms are confirmed and are due to a corroded motor home switch. Moisture damage was found during a visual inspection. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the pump. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the insulin pump and pump was retuned for analysis.